Manufacturer narrative:
Retrospective pregnancy case was reported by a lawyer and describes the occurrence of device breakage ("device breakage"), device expulsion ("migration of essure device location of device: uterus") and pregnancy with contraceptive device ("pregnancy with essure/preganacy (no complications)") in a (B)(6) female patient who had essure (batch no. 637223) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's past medical history included pregnancy with contraceptive device in 2013. Concomitant products included oral contraceptive nos. On (B)(6) 2009, the patient had essure inserted. On (B)(6) 2011, 2 years after insertion of essure, the patient experienced depression ("psychological or psychiatric condition:depression"), anxiety ("psychological or psychiatric condition:mental anguish") and dyspareunia ("dyspareunia"). On (B)(6) 2011, the patient experienced vaginal haemorrhage ("abnormal vaginal bleeding") and menorrhagia ("menorrhagia"). On (B)(6) 2012, the patient experienced urinary tract infection ("uti"). On (B)(6) 2013, the patient experienced pelvic pain ("pelvic pain"). On (B)(6) 2013, the patient experienced fatigue ("fatigue") and dysmenorrhoea ("dysmenorrhea"). On (B)(6) 2016, the patient experienced device breakage (seriousness criteria medically significant and intervention required) and device expulsion (seriousness criteria medically significant and intervention required). On (B)(6) 2017, the patient experienced pregnancy with contraceptive device (seriousness criterion medically significant). Last menstrual period and estimated date of delivery were not provided. The patient had essure in place during the first, second and third trimesters of pregnancy. The patient was treated with surgery (unilateral salpingectomy-left fallopian tube on (B)(6) 2016) and surgery (unilateral salpingectomy-left fallopian tube on (B)(6) 2016). At the time of the report, the device breakage, device expulsion, depression, anxiety, urinary tract infection, fatigue, dysmenorrhoea, dyspareunia, pelvic pain, vaginal haemorrhage and menorrhagia outcome was unknown and the pregnancy with contraceptive device had resolved. The pregnancy outcome was reported as a live birth of a healthy child. The reporter considered anxiety, depression, device breakage, device expulsion, dysmenorrhoea, dyspareunia, fatigue, menorrhagia, pelvic pain, pregnancy with contraceptive device, urinary tract infection and vaginal haemorrhage to be related to essure. The reporter commented: before pregnancy one of her fallopian tubes was removed and there is an essure coil still in the wall of the uterus. She became pregnant while taking oral contraceptive pill. Patient had experienced another episode of pregnancy with essure and other adverse events reported under the following case number: (B)(4). Diagnostic results (normal ranges are provided in parenthesis if available): pregnancy test - on (B)(6) 2017: positive. Lot number: 63723 is invalid. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 26-oct-2018: quality safety evaluation of ptc. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('device breakage'), device expulsion ('migration of essure device location of device: uterus') and pregnancy with contraceptive device ('pregnancy with essure/preganacy (no complications)') in a 31-year-old female patient who had essure (batch no. 637223) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included pregnancy with contraceptive device in 2013. Concomitant products included oral contraceptive nos. On (B)(6) 2009, the patient had essure inserted. On (B)(6) 2011, the patient experienced depression ("psychological or psychiatric condition:depression"), anxiety ("psychological or psychiatric condition:mental anguish") and dyspareunia ("dyspareunia"), 2 years after insertion of essure. On (B)(6) 2011, the patient experienced vaginal haemorrhage ("abnormal vaginal bleeding") and menorrhagia ("menorrhagia"). On (B)(6) 2012, the patient experienced the first episode of urinary tract infection ("uti"). On (B)(6) 2013, the patient experienced pelvic pain ("pelvic pain"). On (B)(6) 2013, the patient experienced fatigue ("fatigue") and dysmenorrhoea ("dysmenorrhea"). On (B)(6) 2016, the patient experienced device breakage (seriousness criteria medically significant and intervention required), device expulsion (seriousness criteria medically significant and intervention required) and procedural complication ("failed laparoscopic removal attempt"). On (B)(6) 2017, the patient was found to have a pregnancy with contraceptive device (seriousness criterion medically significant). On an unknown date, the patient experienced genital haemorrhage ("gen abnormal bleeding"), psychological trauma ("psych injury"), the second episode of urinary tract infection ("uti") and post procedural complication ("post removal complications"). The patient was treated with surgery (unilateral salpingectomy-left fallopian tube on (B)(6) 2016). At the time of the report, the device breakage, depression, anxiety, fatigue, dysmenorrhoea, dyspareunia, psychological trauma, the last episode of urinary tract infection, procedural complication and post procedural complication outcome was unknown and the device expulsion, pregnancy with contraceptive device, pelvic pain, vaginal haemorrhage, menorrhagia and genital haemorrhage had resolved. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first, second and third trimesters. The pregnancy outcome was reported as a live birth of a healthy child. The reporter considered anxiety, depression, device breakage, device expulsion, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, menorrhagia, pelvic pain, post procedural complication, pregnancy with contraceptive device, procedural complication, psychological trauma, vaginal haemorrhage, the first episode of urinary tract infection and the second episode of urinary tract infection to be related to essure. The reporter commented: before pregnancy one of her fallopian tubes was removed and there is an essure coil still in the wall of the uterus. She became pregnant while taking oral contraceptive pill. Patient had experienced another episode of pregnancy with essure and other adverse events reported under the following case number: (B)(4) she had been treated for pain, expulsion, migration. Diagnostic results (normal ranges are provided in parenthesis if available): pregnancy test - on (B)(6) 2017: results: positive. Lot number: 63723 is invalid. Lot number report 63723 is invalid. Lot number: 637223 manufacture date: 2009-04 expiration date: 2012-04. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 22-may-2020: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('device breakage'), device expulsion ('migration of essure device location of device: uterus') and pregnancy with contraceptive device ('pregnancy with essure/pregnancy (no complications)') in a 31-year-old female patient who had essure (batch no. 637223) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included pregnancy with contraceptive device in 2013. Concomitant products included oral contraceptive nos. On (B)(6) 2009, the patient had essure inserted. On (B)(6) 2011, the patient experienced depression ("psychological or psychiatric condition:depression"), anxiety ("psychological or psychiatric condition:mental anguish") and dyspareunia ("dyspareunia"), 2 years after insertion of essure. On (B)(6) 2011, the patient experienced vaginal haemorrhage ("abnormal vaginal bleeding") and menorrhagia ("menorrhagia"). On (B)(6) 2012, the patient experienced the first episode of urinary tract infection ("uti"). On (B)(6) 2013, the patient experienced pelvic pain ("pelvic pain"). On (B)(6) 2013, the patient experienced fatigue ("fatigue") and dysmenorrhoea ("dysmenorrhea"). On (B)(6) 2016, the patient experienced device breakage (seriousness criteria medically significant and intervention required), device expulsion (seriousness criteria medically significant and intervention required) and procedural complication ("failed laparoscopic removal attempt"). On (B)(6) 2017, the patient was found to have a pregnancy with contraceptive device (seriousness criterion medically significant). On an unknown date, the patient experienced genital haemorrhage ("gen abnormal bleeding"), psychological trauma ("psych injury"), the second episode of urinary tract infection ("uti") and post procedural complication ("post removal complications"). The patient was treated with surgery (unilateral salpingectomy-left fallopian tube on (B)(6) 2016). At the time of the report, the device breakage, depression, anxiety, fatigue, dysmenorrhoea, dyspareunia, psychological trauma, the last episode of urinary tract infection, procedural complication and post procedural complication outcome was unknown and the device expulsion, pregnancy with contraceptive device, pelvic pain, vaginal haemorrhage, menorrhagia and genital haemorrhage had resolved. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first, second and third trimesters. The pregnancy outcome was reported as a live birth of a healthy child. The reporter considered anxiety, depression, device breakage, device expulsion, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, menorrhagia, pelvic pain, post procedural complication, pregnancy with contraceptive device, procedural complication, psychological trauma, vaginal haemorrhage, the first episode of urinary tract infection and the second episode of urinary tract infection to be related to essure. The reporter commented: before pregnancy one of her fallopian tubes was removed and there is an essure coil still in the wall of the uterus. She became pregnant while taking oral contraceptive pill. Patient had experienced another episode of pregnancy with essure and other adverse events reported under the following case number: (B)(4) she had been treated for pain, expulsion, migration. Diagnostic results (normal ranges are provided in parenthesis if available): pregnancy test - on (B)(6) 2017: results: positive. Lot number: 63723 is invalid quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2020: pfs received. Event post removal complications, gen abnormal bleeding, failed laparoscopic removal attempt, uti added. Event outcome for pain, bleeding, migration changed to recovered. We received a lot number/returned sample/serial number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
Prospective pregnancy case was reported by a lawyer and describes the occurrence of device breakage ("device breakage"), device expulsion ("migration of essure device location of device: uterus") and pregnancy with contraceptive device ("pregnancy with essure/pregnancy (no complications)") in a (B)(6) female patient who had essure (batch no. 63723) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's past medical history included pregnancy with contraceptive device in 2013. Concomitant products included oral contraceptive nos. On (B)(6) 2009, the patient had essure inserted. On (B)(6) 2011, 2 years after insertion of essure, the patient experienced depression ("psychological or psychiatric condition: depression"), anxiety ("psychological or psychiatric condition: mental anguish") and dyspareunia ("dyspareunia"). On (B)(6) 2011, the patient experienced vaginal haemorrhage ("abnormal vaginal bleeding") and menorrhagia ("menorrhagia"). On (B)(6) 2012, the patient experienced urinary tract infection ("uti"). On (B)(6) 2013, the patient experienced pelvic pain ("pelvic pain"). On (B)(6) 2013, the patient experienced fatigue ("fatigue") and dysmenorrhoea ("dysmenorrhea"). On (B)(6) 2016, the patient experienced device breakage (seriousness criteria medically significant and intervention required) and device expulsion (seriousness criteria medically significant and intervention required). On (B)(6) 2017, the patient experienced pregnancy with contraceptive device (seriousness criterion medically significant). Last menstrual period and estimated date of delivery were not provided. The patient had essure in place during the first, second and third trimesters of pregnancy. The patient was treated with surgery (unilateral salpingectomy-left fallopian tube on (B)(6) 2016) and surgery (unilateral salpingectomy-left fallopian tube on (B)(6) 2016). At the time of the report, the device breakage, device expulsion, depression, anxiety, urinary tract infection, fatigue, dysmenorrhoea, dyspareunia, pelvic pain, vaginal haemorrhage and menorrhagia outcome was unknown and the pregnancy with contraceptive device had resolved. The pregnancy outcome was reported as a live birth of a healthy child. The reporter considered anxiety, depression, device breakage, device expulsion, dysmenorrhoea, dyspareunia, fatigue, menorrhagia, pelvic pain, pregnancy with contraceptive device, urinary tract infection and vaginal haemorrhage to be related to essure. The reporter commented: before pregnancy one of her fallopian tubes was removed and there is an essure coil still in the wall of the uterus. She became pregnant while taking oral contraceptive pill. Patient had experienced another episode of pregnancy with essure and other adverse events reported under the following case number: (B)(4). Diagnostic results (normal ranges are provided in parenthesis if available): pregnancy test - on (B)(6) 2017: positive. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 12-oct-2018: plaintiff fact sheet received: events (psychological or psychiatric condition: depression and mental anguish, migration of essure device location of device: uterus, device breakage, fatigue, dyspareunia, pelvic pain, urinary tract infection, dysmenorrhea) were added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.